Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The asahi soft 180j guide wire referenced is being filed under a separate manufacturer report number. (B)(4)- against resistance; above rbp. Evaluation summary: the device was returned for evaluation. The reported detachment and balloon rupture were confirmed. The reported physical resistance, difficulty to remove and inflation issue could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that the balloon pressure should not exceed the rated burst pressure (rbp). If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure in the heavily calcified mid circumflex artery for treatment of a 99% stenosis, a 2.50 x 15 rx trek dilatation catheter was advanced with resistance. After multiple attempts to reach the target lesion, the catheter ultimately reached the lesion and the balloon was inflated to 12 atmospheres. Waist was noted in the mid segment of the balloon; therefore, the physician inflated the balloon again to 18 atmospheres. Balloon rupture occurred. An attempt was made to remove the catheter but the tip of the catheter was stuck in the stenosis. An attempt was made to advance an additional unspecified guide wire for extra support; however, the guide wire could not advance. Several attempts were made to remove the catheter and ultimately the catheter was withdrawn; however, the distal segment of the catheter separated approximately 1 mm distal to the proximal balloon marker and remained lodged in the stenosis. Resistance was also encountered when attempting to remove the asahi soft 180 guide wire; however, the guide wire was ultimately withdrawn successfully. No intervention was made or is planned to retrieve the separated segment as blood flow remains the same as prior to the procedure. There are no plans to treat the 99% stenosis. The patient remained hemodynamically stable throughout the procedure and there was no adverse patient sequela. No additional information was provided.